Manufacturer narrative:
(B)(4). G2- thailand. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is a hair in the implant box. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g2, g3, g6, h1, h2, h3, h6, and h11 corrected: h4. Visual examination of the returned product and provided photos found a hair-like debris sealed between the tyvek and the outer sterile blister. The hair-like debris is considered unacceptable to qcp 109-zc "package seal visual inspection" rev. 25. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to the packaging operator not following the work instructions provided. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.